Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that the alarms were visible, but not audible. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
Philips received a complaint on the patient information center ix indicating that the sound went out and then came back. The customer indicated the alarms were visible, but not audible. The device was in use on patient at time of event, there was no adverse event reported. A philips remote service engineer spoke to the biomed who indicated the system is fully functional. The customer declined further service; therefore, no additional testing was conducted. Based on the information available we were unable to replicate the reported problem. The reported problem was not confirmed. The customer declined further service and no failure was identified. The UDI and manufacture date have been corrected.